Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this lead had an infection. Reportedly, the pocket was inflamed. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service.